Event description:
It was reported that the health care provider reached out to technical services (ts) for concerns about loss of capture on both the right ventricular (rv) lead and the right atrial (ra) lead. Upon review, technical services (ts) suspected that there was loss of capture. Reprograming options were discussed and recommended and the plant is to be monitored. Currently, this device remains in service and no adverse patient effects were reported.